Event description:
It was reported that non physiological noise was seen on stored atrial fibrillation (af) beginning in october 2025. In addition low shock impedance measurements were noted. The patient was seen in clinic and noise was reproduced in the primary and alternate sensing vectors with no noise reproduced in the secondary vector. X-ray revealed that the surgical wires used to close the sternum after the patient had open heart surgery in (B)(6) 2025 were surrounding the electrode and one was very close from the proximal sense electrode. Subsequently, it was noted that a revision took place and this electrode was explanted due to possible fracture or insulation damage. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that non physiological noise was seen on stored atrial fibrillation (af) beginning in october 2025. In addition low shock impedance measurements were noted. The patient was seen in clinic and noise was reproduced in the primary and alternate sensing vectors with no noise reproduced in the secondary vector. X-ray revealed that the surgical wires used to close the sternum after the patient had open heart surgery in march 2025 were surrounding the electrode and one was very close from the proximal sense electrode. Subsequently, it was noted that a revision took place and this electrode was surgically abandoned due to possible fracture or insulation damage. No adverse patient effects were reported.